Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer's spouse reported via phone call indicating that the customer insulin pump alarmed button error. The caller stated that the paramedics were called because the customer is on the floor with a blood glucose level was 18 mg/dl at the time of the call. The customer was treated by paramedics at 4:30 am with IV drip. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or lower battery alarm noted. Unit had intermittent button response. Unable too verify the root cause due to pump is being held for dva. No button error alarm noted during testing. Unit had minor scratched on display window, cracked reservoir tube lip and missing end cap sticker. Pending volume accuracy test.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test. The insulin pump was received with intermittent button response due to corroded keypad traces. Additional information was provided that was not included on the initial complaint.

Manufacturer narrative:
The evaluation codes included with the initial report were incorrect. The correct evaluation codes have been provided with this report.